Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the customer fills the cartridge with approximately 150 units of insulin. In addition, it was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Additionally, the customer reported that multiple cartridges have been difficult to load onto the pump. As the customer reported driving at the time of the call, the customer stated pump data would be uploaded and the customer would call back at a later time to complete troubleshooting. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided. There was no impact to the customer's blood glucose level.